Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had dental work done and the aligner no longer fit. When the patient did put the aligner back in the chip that was fixed broke again. This is a contraindicated patient.